Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached middle of life (mol) 2 after being implanted for 36.8 months. The device exhibited a battery status of 2.71, and a charge time (CT) of 21 seconds. Premature battery depletion was in question.